Event description:
Caller feels that she is receiving inaccurate readings. She did a test with inktel and received a lo but she did not feel the symptoms that would go along with that reading. She checked with a different meter and it gave her a 120. She also ate and still received a lo with the prime but this was 2 hours after. She does not think it should be giving her a lo. The comparison readings of lo and 120 this morning were within 10 minutes and she used a separate blood sample. She is changing her lancets for every test and using soap and water before each test. She does not have difficulty getting a blood sample. She is storing her strips in the case provided and in the original container. She is storing in her living room where temp is stable and she is replacing cap immediately after. She is testing on her fingers only and there have been no changes in diet, medication, exercise or stress. Controls not used. Replacing product.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned and evaluated. The returned meter would not register a blood sample and could not give a reading therefore it could not be evaluated for performance. Returned strips were tested on a reference meter and performed to specification. Complaint unconfirmed. Product will be sent to the manufacturer for root cause analysis.